Manufacturer narrative:
Device passed the self test and displacement test. No unexpected the flash crc is incorrect for factory stored information alarm during testing however, the formatted history file confirmed the flash crc is incorrect for factory stored information. Due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had software error detected alarm. Customer's blood glucose level was 100 mg/dl. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer states alarm occurred during basal delivery. Customer states self test was failed. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.